Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens(iol) was defective stating damaged lens or cartridge, leading haptic was sticking out in the cartridge and screw-twist to implant lens would not work. No other information provided. This is 1 of 2 reports.